Event description:
It was reported that the patient was not feeling well. It was also reported that the right atrial (ra) lead exhibited a polarity switch and oversensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 4058 lead, (B)(6) 1989. If information is provided in the future, a supplemental report will be issued.